Manufacturer narrative:
(B)(4). Batch # m53a3k. The analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. In addition, the bailout door was out of position and the lever was down. Please note that if the manual override door is removed the device is disabled and cannot be used for any subsequence firings until the door is installed. The device was disassembled in order to verify the condition of internal components and no anomalies were noted. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The reverse button force worked as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a bariatric sleeve gastrectomy procedure, the surgeon upon firing the echelon reload, the stapler and reload were both removed from the patient properly as per (B)(6). When the scrub nurse was trying to change the reload, they realized that the jaws could not be opened for the cartridge to be replaced. They tried the reverse button but to no avail as such. They opened another device for the case. The patient was well as device was faulty outside of the body cavity. There were no adverse consequences for the patient.